Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk. (B)(4).

Event description:
An administrative manager reported the system had been making what he described as "strange noises", which were faint during the first surgeries, but progressively got louder during procedures. No surgeries were canceled or interrupted because of the reported noise. All cases were concluded.